Event description:
A malfunction alarm was reported. There was no reported impact on the customer's blood glucose level, as no specific information or adverse effects were noted. Due to the pump not being returned by the customer, the complaint was closed without further action, and no additional information was received regarding the outcome of the event.